Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl to "high". Cause was not known. Reportedly, the customer addressed their bg with a manual dose injection. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.